Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the severely tortuous mid left anterior descending (lad) artery. Ablation was performed with a rota 1.5mm burr. An attempt was made to advance a taxus liberte' 3.50x28mm stent to the lesion site but was not successful in crossing. The device was withdrawn from the patient and during pull back into the guide catheter the stent dislodged from the delivery balloon just proximal to the lesion site. A snare was used to successfully retrieve the stent from the patient anatomy. A non-bsc balloon was used to perform plain old balloon angioplasty (poba) and complete the procedure. No patient complications were reported and the patient condition is reported as "good".

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the severely tortuous mid left anterior descending (lad) artery. Ablation was performed with a rota 1.5 mm burr. An attempt was made to advance a taxus liberte' 3.50x28mm stent to the lesion site but was not successful in crossing. The device was withdrawn from the pt and during pull back into the guide catheter, the stent dislodged from the delivery balloon just proximal to the lesion site. A snare was used to successfully retrieve the stent from the pt's anatomy. A non-bsc balloon was used to perform plain old balloon angioplasty (poba) and complete the procedure. No pt complications were reported and the pt's condition is reported as "good".

Manufacturer narrative:
A visual and microscopic examination found that the stent was returned on the stent delivery system (sds) balloon. The middle to proximal stent struts were pulled proximally on the balloon. The struts were misaligned and bunched. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. A break was identified in the inner and outer lumen approximately 15.3cm from the catheter tip. A hypotube break was also identified approximately 40mm proximal to the proximal marker on the catheter shaft which is close to the manifold/hub. The manifold/hub section was not returned. The tip was pinched closed. This type of damage is consistent with guidewire movement during attempts to cross the lesion. Solidified blood was present within the inflation lumen, therefore indicating the device had been used in vivo. The remaining balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A product mandrel was inserted with no resistance encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).